Manufacturer narrative:
No similar complaints were reported for units within the same lot. Review of the file indicates that the lens was not implanted in accordance with the dfu requirements, patient age below 21 or over 45 years. (B)(4).

Event description:
The lens was explanted on (B)(6) 2015 and exchanged for a longer lens with a different diopter. This exchange resolved the problem.

Manufacturer narrative:
The lens was explanted on (B)(6) 2015 and exchanged for a longer lens with a different diopter. This exchange resolved the problem. (B)(4). As per dfu for this lens model, implantation of this lens in an individual with anterior chamber depth (acd) below 3.0mm is contraindicated. This patient had an acd of 2.80mm at the time of implantation. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Explant date: unk. Device evaluated by manufacturer? No. Lens implanted. (B)(4) method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4) lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+1.5/112 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was reported as having a low vault and a refractive surprise. The surgeon is planning on explanting the lens. The lens remains implanted.